Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4): device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a dissection occurred. The target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 3.1mm and the lesion was 15mm. Pre-procedure was 95% stenosis and post-procedure was 0% stenosis. No information if direct stenting was attempted. A 3.0x20mm liberte stent was implanted. An additional liberte stent was implanted because of a dissection. The procedure was a technical success. The patient was discharged 2 days later without angina or silent ischemia. Discharge medications were aspirin 100mg/daily indefinite and clopidogrel 75mg1daily for 12 months.